Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were getting some odd pains in their left buttock and the implant itself didn't feel like it was laying flat, it feels like kind of on an angle sticking out. Patient said they could still see the device through their pants and if they press on it, they could kind of move it. Patient mentioned they dialed their stimulation down twice already because it was getting a little too intense. Patient mentioned that they talked with someone from manufacturer to do that and the stimulation feels comfortable now. The patient was redirected to their healthcare provider to further address the issue. Patient had their follow up appointment on monday.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.